Manufacturer narrative:
Age at time of event: 18 years or older . Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.